Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and difficulty to remove was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the armada 35 balloon was used to post-dilate a non-abbott stent implanted in a moderately calcified lesion in the right superficial femoral artery (sfa). The balloon was inflated to 9 atmospheres (atm) when a circumferential rupture occurred. The balloon had been advanced into the stent for post-dilatation without resistance and no force was applied. The ruptured balloon could not be retracted through the 6f introducer sheath. Therefore, a surgical cut down was performed at the puncture point. The final patient outcome was reported to be good, with no adverse patient sequela. No additional information was provided.